Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the iab and when using the 6 inch extension tubing, it was noticed that the hub was cracked. As a result, the tubing was exchanged.

Manufacturer narrative:
Sample will not be returned for evaluation.